Manufacturer narrative:
It was reported by the distributor mediplex to have evaluated the unit and tested it for optimum operation. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(6).

Event description:
It was reported by a customer in chile that, during pt use of the ht50 ventilator the air intake filter was found to be dirty. The pt was hospitalized and transferred to another ventilator asa result of this event. There was no reported pt injury.